Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a possible adverse event that may occur and/or require intervention. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Patient age is approximate, patient is between their late 60's and early 70's. Date of event is approximate. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was selected for the distal right coronary and proximal posterior descending arteries, which were severely diseased and had a vessel diameter between 2.5-3.0mm. Balloon angioplasty was performed in an attempt to expand the vessel but was unsuccessful, and the diamondback coronary orbital atherectomy device (oad) was then operated on low speed. Difficulty crossing the lesion was encountered during the first treatment pass, and the oad crossed the lesion after the second pass. The patient experienced chest pain and a vessel perforation was identified. Stent placement was performed to resolve the perforation. The patient was reported to be stable.